Manufacturer narrative:
The field service engineer (fse) evaluated the device and reviewed the logs in the device memory but was unable to verify any system errors. The fse was able to place the ventilator on the test lung with reported patient settings without any alarms. The ventilator passed all testing. The reported event was unable to be duplicated.

Event description:
It was reported during use that the ht70 plus ventilator had a system error (device alert/ constant alarm). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.